Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additional information was not provided. Multiple follow up attempts were performed, however, customer did not respond.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.